Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap could not be removed from the pump and that the battery cap had been changed within the last 7 to 12 months. The user guide recommends changing the battery cap every six months. The reporter denied visible damage, trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.